Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was seen that the breathing bag had a hole. The root cause was related to the manufacturing process. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that during the pre-use air leak check on the product using an anesthesia device, the product was unable to pass. No patient injury was reported.